Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initials were unavailable. E1: surgeon first name was unavailable. Street 1 - no. 1650, section 4, taiwan avenue h3, h6: no parts returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used intra-operatively of a spinal procedure. It was reported that l3 right was misplaced. There was no known impact on the patient outcome. Additional information was received stating that the trajectories at l3 right were deviated less than 2 mm. There was about a 10-15 minute delay to the procedure. There was no impact on the patient outcome. The cause or potential contributing factors of the deviation were stated to be due to operating on an instable bony surface.